Event description:
It was reported that while testing with the bd bactec¿ fx blood culture system, false positive results were obtained. This event occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: 15 false positives in d drawer.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: field service engineer (fse) was dispatched and replaced the blower fan coupling of the c and d drawer. This is a confirmed failure of the bd product. Root cause is "faulty blower couplings". Review of device history record for this instrument not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h.10.

Event description:
It was reported that while testing with the bd bactec¿ fx blood culture system, false positive results were obtained. This event occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: 15 false positives in d drawer.